Event description:
Initially device was received by the product analysis team with no explant information. Pa was approved for the generator, visually the device observations are most likely associated with manipulation of the device during the implant/explant procedures. High impedance was observed on the device on (B)(6) 2025, since the date of explant is not known this will be captured as high impedance case. Product analysis was performed on the lead the lead the ends of the outer/inner tubes and coils were cut. Incisions were made post decontamination to allow for continuity checks. Functional analysis continuity checks on the returned portion were good , no open circuit conditions. No discontinuities were identified during the continuity check. No other relevant information has been received to date.